Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the emergency room due to syncope and lightheadedness, intermittent loss of capture was observed. The lead was capped and replaced on (B)(6) 2017. The patient was stable post-procedure.

Manufacturer narrative:
Correction: regulatory report number ((B)(4))/manufacturer report number (2938836-2017-20101) should not have been submitted as a follow-up medical device report as the lead was yet to be returned for failure analysis.

Manufacturer narrative:
Analysis was normal. No anomalies were found.